Event description:
The physician was using an integrity rapid exchange (rx) coronary stent was used for treatment of a lesion in the proximal rca. The vessel was substantially calcified and pre-dilation was performed. The device was unable to cross the lesion and the stent dislodged in the guide catheter. The delivery system, guide catheter and guidewire were removed from the patient. On inspection post removal it was noted that the stent was missing. The stent was located in the proximal rca under fluoro. A snare was used to the remove the stent successfully. The lesion was treated with stenting. The patient is fine post procedure and no clinical sequelae were reported. Evaluation summary: the distal tip was damaged. Crimp impressions were evident along the working length of the balloon. Twelve of the segments at one end of the stent were intact. The remaining segments were stretched and deformed with a number of raised struts.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent dislodgement), patients condition affected effectiveness of device (severe calcification). Conclusion results: device failure/lack of effectiveness related to patient condition (severe calcification).